Event description:
It was reported that during service and repair pre-testing, it was observed that the battery handpiece device had an unusual noise, an air leak around the front plate, a sticky trigger, and the disconnect sleeve color ring is missing. The event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The manufacturing location was unknown. Device manufacture date: the device manufacture date is unavailable. The actual device was returned without an alleged deficiency. During routine service and repair of the device, it was observed that the device has air leak around front plate, sticky trigger, and missing disconnect sleeve color ring. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal use over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The manufacturer location was documented as unknown in the initial report. The location has been updated to (B)(4). Contact office name/address have been updated accordingly to reflect the corrected manufacturing facility. The previous report stated the date of manufacture (dom) was unknown. It has been updated jun 19, 2009 to reflect the date the device was manufactured. If additional information should become available, a supplemental medwatch report will be submitted accordingly.